Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name: which suture was used in the procedure? Date of initial procedure. What medical/surgical intervention was provided to manage your condition? Has your issue resolved yet?

Event description:
It was reported that a patient underwent an unknown oral procedure on an unknown date and suture was used. The patient experienced sloughing of gingival tissue and has been spitting up pieces of suture. This has been ongoing since the procedure. Additional information has been requested.